Manufacturer narrative:
Section b3 - event date: the event date was reported as an estimate as follow: " since 2023."

Event description:
It was reported that the patient presented to hospital for an elective replacement. It was reported that the right atrial (ra) lead exhibited noise oversensing since 2023 and resulting in inappropriate mode switch on (B)(6) 2025. The ra lead was explanted and replaced. The patient was in stable condition.